Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was inserted, but due to a patient anatomy, an aorta hugger occurred. The sgc was repositioned, and the clip delivery system (cds) was inserted. The clip was advanced into the left ventricle (lv), but it was noted the leaflets could not be captured at the same time. The clip was repositioned, but the leaflets were still unable to be grasped. Another septal puncture was discussed in order to get better trajectory, but an atrial septal defect was already observed; therefore, both the sgc and cds were removed. The procedure was discontinued, and mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated and the reported difficult or delayed positioning in the anatomy during use could not be replicated in a testing environment as it was related to patient anatomy/procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult or delayed positioning appears to be related to patient morphology/pathology. A cause for the reported patient effect of perforation (atrial septal defect) cannot be determined. Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported minor injury/ illness / impairment was a result of case-specific circumstance no intervention/treatment was provided for the perforation. There is no indication of a product issue with respect to manufacture, design or labeling.